Manufacturer narrative:
Concomitant medical products: product ID 3389s, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant product: product ID: neu_stylet_acc, product type: accessory. Device evaluation: analysis of the lead found that ¿impressions from over-tightening of the depth stop were observed on the outer insulation of the lead, about 3 cm from the proximal end.¿ impedance testing was performed and found that ¿normal impedances were measured on all circuits and electrode pair combinations.¿ analysis of the stylet found that ¿impressions were also observed on the parylene coating of the tungsten stylet.¿

Event description:
It was reported the parkinson¿s disease patient¿s ¿symptom didn¿t get better¿ when their lead was tested intraoperatively. It was noted ¿the electrophysiological signal was good;¿ however when the impedances were tested with an external neurostimulator (ens), several contacts were found to have had ¿low¿ impedances. There was reportedly ¿no side effect by increasing the voltage.¿ the patient¿s physician ¿suspected the contacts had a short circuit or bad contact problem.¿ the lead was replaced as a result. The patient¿s therapeutic ¿effect was good¿ and the impedances were ¿normal¿ with the replacement lead. The patient¿s replacement lead allowed for a greater than 50% symptom reduction. The patient was ¿well¿ at the time of report. A supplemental report will be filed if additional information is received.